Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 x 2 implantable pacing leads (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient was experiencing diaphragmatic stimulation related to the left ventricular (lv) pacing. It was further noted that there was programming recommendations made to resolve the reported stimulation. The lv lead remains in use. No further patient complications have been reported as a result of this event.